Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent primary breast augmentation with a 450cc mentor memorygel breast implant and experienced breast implant rupture on her left side postoperatively. Patient had an MRI which confirmed the rupture on (B)(6) 2020. The patient underwent bilateral explantation and replacement with catalog number 3505001bc; serial number (B)(4) on the left side, and with catalog number 3505001bc; serial number (B)(4) on the right side on (B)(6) 2020.

Manufacturer narrative:
On august 12, 2020, photo evaluation was completed. Upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).